Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area and on the cycler set exterior after ending their pd treatment. The patient reported receiving an drain complication error message during drain 2 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient disconnected prior to contacting technical support and live troubleshooting was not possible. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area and on the cycler set exterior after ending their pd treatment. The patient reported receiving an drain complication error message during drain 2 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient disconnected prior to contacting technical support and live troubleshooting was not possible. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area and on the cycler set exterior after ending their pd treatment. The patient reported receiving an drain complication error message during drain 2 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient disconnected prior to contacting technical support and live troubleshooting was not possible. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump door and on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A 15 min 8500 ml accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An internal visual inspection identified evidence of dried fluid between the pump assembly and display assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the dried fluid could not be determined. There was visual evidence of a clog in hp1, hp2 and hp3 filters which is related to the reported m31 air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.